Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Verification with the clinic confirmed the returned sample was the dialyzer that leaked (the lot number was updated accordingly). The sample was subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was observed six minutes into a hemodialysis (hd) patient's treatment. Blood was visible in the dialyzer and in the red hansen line. The machine was pulled from service. Upon follow-up, the cm confirmed the blood leak was internal and occurred six minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed in the dialyzer housing within the fibers. The rn confirmed no external blood leak was noted. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was 200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was observed six minutes into a hemodialysis (hd) patient's treatment. Blood was visible in the dialyzer and in the red hansen line. The machine was pulled from service. Upon follow-up, the cm confirmed the blood leak was internal and occurred six minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed in the dialyzer housing within the fibers. The rn confirmed no external blood leak was noted. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was 200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was observed six minutes into a hemodialysis (hd) patient's treatment. Blood was visible in the dialyzer and in the red hansen line. The machine was pulled from service. Upon follow-up, the cm confirmed the blood leak was internal and occurred six minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed in the dialyzer housing within the fibers. The rn confirmed no external blood leak was noted. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was 200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.